Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to verify a21 alarm due to blank display. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating she dropped her insulin pump in the toilet and now it is alarming. Customer's blood glucose level is 39 mg/dl. She treated with food. A temp basal was not programmed before the alarm. The device was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer was advised that the device experienced an unexpected restart. The device was also exposed to fluid. There is fluid behind the screen, making it appear foggy. There are also multiple cracks on the device. Customer was advised to discontinue use of the device and revert to back up plan. The device will need to be replaced. Nothing further reported.